Event description:
On (B)(6) 2019 afternoon I went to change my feminine napkin or pad, (equate pad with flex wing) once I opened it I noticed a black rectangular shape in the middle of the pad, about the size of a standard business card. I was very concerned because I used pads out of this pack and finally notice this one. I contacted the company and made them aware of the issue and was told to put that one to the side and they would send me a prepaid postage envelope to send them back the product. I was also told that for my inconvenience I would be sent (B)(6) gift card. I was told this issue was due to a splicing error during processing and that I would receive a copy of the quality report, (B)(6). Is it possible to assure I get a report to make sure I was not exposed to any harmful chemicals? Date the person first started taking or using the product: (B)(6) 2019; date the person stopped taking or using the product: (B)(6) 2019. Reason for use: menstrual absorption.